Event description:
A customer reported an issue with an incorrect pump bolus calculation that was noticed before confirmation of delivery. The problem had been recurring during food boluses since the customer received the pump, leading to insufficient insulin delivery. Although the customer's blood glucose level was displayed as "high," no specific value was known. The customer addressed the elevated blood glucose level by administering a correction bolus through both the pump and manual injection and did not require third-party assistance. Customer service assisted the caller in updating the incorrect carbohydrate ratio and correction factor settings.